Event description:
Slaphammer broke in 2 pieces. No surgical delay. No pieces remain in patient.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: examination of the returned device confirms the threaded tip of the slap hammer is missing and was not returned. The investigation could not draw any conclusions about the reported event with the information provided; however, previous investigations and consultations with depuy engineering regarding this type of report has determined that it is possible that using the instrument in a levering motion rather than relying on the upward force of the slap hammer may have contributed to the fracture. Impacting or levering when not fully seated within the mating cup can transfer the load/pressure onto the threaded tip rather than being distributed with the body of the instrument. Based on the investigation, the need for corrective action is not indicated. Complaints will be monitored through (B)(4) post market surveillance. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.